Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42mg/dl. Low bg cause was not known. Reportedly, customer lost conciseness, "fell and hit head". Emergency medical services were called, and they provided intravenous medication to address bg. Customer does not recall what medication they received. Recommendation was made to consult with a healthcare provider to discuss diabetes management.